Event description:
It was reported that the patient's implantable neurostimulator (ins) depleted after only 10 days after being implanted. The battery status was reported to be ''okay'' before implantation. Telemetry readings taken on (B)(6) 2012 showed therapy impedances within the normal range and the ins status as ''okay.'' All unipolar and bipolar electrode combinations showed normal impedances. Interrogation of the ins on (B)(6) 2012 showed the ins status at end-of-service (eos) with the hours used at 155 (64%). The patient used group a which was programmed as follows: electrodes used: #0+, 1-, 4+, 5-, 6-, 9+, 12-, 13+. The upper amplitude limit was 10.5 volts and the lower limit was 0.0 v. The device was programmed to cycle on for 15 milliseconds and off for 25 milliseconds. The patient subsequently had the ins explanted and replaced on (B)(6) 2012. No patient complications were reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found no significant anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.